Event description:
Rn pulled at least five different gloves out of a small glove box that had holes in them. Two additional gloves had what looked like glue on them and were bunched up with the substance. Gloves removed from use. No patient harm nor any patients involved.